Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the ER with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate atp and hv therapy. The pace/sense portion of the lead was capped.